Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and catheter removal difficulty occurred. The target lesion was located in the left bilateral iliac artery. A 7x40x120mm epic¿ vascular stent was advanced to treat the lesion. However, the stent did not fully deploy and the stent was stuck in the right external iliac artery. The physician was able to recapture the stent with the sheath and a cut down surgery was performed in the femoral artery to remove the device. The procedure was successfully completed with implantation of two stents. No further patient complications were reported and the patient's status was good.